Event description:
The facility reported a flo-gard infusion pump with a broken base stand handle. The quality engineer later assigned the determined problem to be a pole clamp assembly issue. It is unknown when this condition occurred; this condition had the potential to interrupt delivery. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The customer?s reported condition of a flo-gard infusion pump with a broken base stand handle was confirmed by service as a pole clamp assembly issue. The cause of the reported condition was determined to be a damaged pole clamp body. The device was returned to the customer with no repairs made. A follow-up report will be filed if any additional details become available.